Manufacturer narrative:
The site declined to provide patient identifier and weight, per japan privacy laws. Patient age was approximated. On 08/17/2015 the medtronic representative stated: "the reported navigation using o-arm 1000 imaging system and stealth station s7 system, was used for c4-5 fusion procedure. Reference was put on the spinous process of c5 and the camera was set up from the caudal end of the patient's body. While images were being taken using o-arm, o-arm was tilted at 8.8 degrees to the caudal end of the patient's body in order to avoid touching craniostat. For c6 and c7, the trajectory 1 (the lower left image)showed completely vertebral body. For c4 and c5, on the other hand, the trajectory showed apparently the image with angular. In these images, there was no consistency between the trajectory 1 and the trajectory; the reported navigation could not be therefore used." On 09/08/2015 a medtronic representative, following-up at the site, reported incision had been made prior to this issue and the procedure was completed with the use of a c-arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, navigation images were transferred from the imaging system to the navigation system. When viewing trajectory view 1, it was reported "the view was in different direction". Trajectory view 2 was normal. Reported was that the imaging system was titled when taking the images in order to avoid touching "craniostat", therefore, the images may have been incomplete. The site denies any issues with navigation. The surgeon completed the procedure with the use of the navigation system and without the imaging system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A review by technical services of video of the software behavior found no problems with the software.